Event description:
It was reported "at 23:50 on march 30, 2021, the nurse accidentally removed the positive pressure needleless connector at the end of the infusion of 38 beds at 23:50 on (B)(6) 2021, which caused the patient¿s PICC catheter connector to be exposed for more than 8 hours. Report to the bed doctor immediately and disinfect with alcohol the tube was immediately sealed, and an emergency color doppler ultrasound was performed on the blood vessel of the right upper arm. If there is no abnormality, the tube will be extubated."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of recx3019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "at 23:50 on (B)(6) 2021, the nurse accidentally removed the positive pressure needleless connector at the end of the infusion of 38 beds at 23:50 on (B)(6) 2021, which caused the patient¿s PICC catheter connector to be exposed for more than 8 hours. Report to the bed doctor immediately and disinfect with alcohol the tube was immediately sealed, and an emergency color doppler ultrasound was performed on the blood vessel of the right upper arm. If there is no abnormality, the tube will be extubated."